Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR. Report: # 1627487-2013-25076 and 1627487-2013-25077. The pt has four leads (for off-label use/two leads have the same lot number). It was reported the pt is experiencing changes in stimulation due to lead migration. Diagnostics testing revealed invalid impedance values on one of the leads. As a result, the pt will undergo surgical intervention to address the issue.